Event description:
The pt was enrolled and treated in the study in 2009 with a precise stent to the right ostium common carotid artery. Forty-one days post index procedure, the pt reportedly died, cause unknown. The event was documented as unrelated to the index procedure and product. At approx 18 days later, the pt was discharged with mae noted (details unk). The pt was asymptomatic during the index procedure. There were no reported product malfunctions. The pt left the angiography suite without neurological deficit. There was no planned revascularization. The pt was not resistant to percutaneous transluminal angioplasty (pta). There was no chronic total occlusion documented. The lesion was moderately calcified, with a type ii arch. The tortuosity was severe and the target lesion was eccentric.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.